Manufacturer narrative:
H.6. Investigation findings: code 213 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. Additionally, the sterilization certification of processing and test results were verified and zero nonconformities occurred during the eo (ethylene oxide) run. Biological indicator reports for the run were reviewed and acceptable indicating the load was successfully eto sterilized. In addition limulus amebocyte lysate (lal) / routine bacterial endotoxin test certification for the load was reviewed with no issues noted, test within specification. H.6. Investigation findings: code 3233 updated to code 213. H.6. Investigation conclusions: code 11 updated to code 4315.

Manufacturer narrative:
H6: component code added.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #dsf1633/ serial #(B)(4)/ UDI #(B)(4). Catalog #dsf1433/ serial #(B)(4)/ UDI #(B)(4).

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses and gore® dryseal flex introducer sheaths as accessories in the procedure. The maximum diameter of the aneurysm measured 67mm. The patient tolerated the procedure and was discharged to home on (B)(6) 2020. On (B)(6) 2020 a mild fungal infection was observed in the patient's groins. Antifungal topical cream was used to treat the fungal infection. The event was deemed resolved on (B)(6) 2020. There were no further reported issues.